Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: baxter evaluated one companion sample. The sample was visually inspected and not leak was detected. The sample was gravity tested and the liquid flowed correctly through the millipore filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mirafilter extension set leaked from an unspecified source. This occurred during priming where "some drips were noticed." The device was connected to a non-baxter set. The set up was being primed with panitumumab. There was no patient involvement. No additional information is available.